Manufacturer narrative:
The reported issue was confirmed in provided device's logs. The ventilator generated alarms indicating insufficient ventilation - o2 concentration low, expiratory minute volume low and peep low. On-site investigation was performed by our field service engineer. The claimed issue was not reproduced during troubleshooting. According to received information in service report, no parts were replaced to solve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use.

Event description:
It was reported that the ventilator had problems with oxygen administration. There was no patient harm. Manufacturer's ref. #: (B)(4).